Manufacturer narrative:
(B)(4). A suture needle was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no further information is available. Was the needle fully retrieved from the patient? No further information is available. Name of the procedure? No further information is available. Date the event occurred? No further information is available. What is the patient's current status? No further information is available. Lot number? The lot number is unknown. Device return status? When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown emergency room procedure on an unknown date and suture was used. The needle tip was broken during continuous suturing on the subcutis. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.